Event description:
During an atrial fibrillation procedure with pulse field ablation, a cardiac tamponade occurred requiring open heart surgery to resolve. At the end of ablation, with an ice catheter placed in the left atrium, pfa was applied while the patient was under light anesthesia, causing the patient to move significantly. After the pfa treatment, while coronary angiography was being performed, the blood pressure dropped and cardiac tamponade was diagnosed. Open heart surgery was performed to resolve the perforation. At the time of the cardiac tamponade, during the application of pfa, the ice catheter was placed in the left atrium. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Additional information: d4, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined.